Manufacturer narrative:
H2) facility was updated. Additional information was added to b5. Medical safety assesses was reported on the reported issue and they found that per non-invasive patient tracker instructions for use (IFU) warnings include ¿carefully consider the location where you will place the non-invasive patient tracker¿ and ¿use caution and exercise care in order to prevent injury during use¿. Potential complications disclosure addendum states potential complications include tissue damage. Additionally, applicable harms and severities of harms from navigated surgery fess without inaccuracy (inherent hazardous situation) and mechanical injury are listed in harms assessment list fess. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the procedure was a sinus surgery, endoscopic, with imaging guidance, left endoscopic maxillary sinusotomy without removal of tissue, left endoscopic anterior ethmoidectomy, functional endoscopic sinus surgery (fess), with imaging guidance. There was no reported delay to the case. It appeared that the sticky part of the patient tracker took the very top layer of skin off the patient, leaving a red mark. There was no bleeding noted. The patient did have thin papery skin to begin with according to the manufacture representative.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the patient had a reaction to the latex sticker from the tracker. The tracker sticker that goes on the patient¿s forehead during a procedure left a red mark after it was removed from the patient's forehead.